Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was unable to establish telemetry with the remote monitor. The crt-d remains in use. It was also reported that the clinic could not get any reading from the remote monitor; missed automatic scheduled transmission. Patient did a manual transmission in september. The patient management database confirmed that the remote monitor did not have any successful scheduled transmissions since the date of the call. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693558 lead, implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.